Manufacturer narrative:
No consequences to patient were noted. Endoleaks are labeled in the IFU. Event evaluation: still under investigation.

Event description:
An (B)(6) year old male patient, who was a past-recipient of the zenith bifurcated endograft system (no date provided), has developed a type ib distal endoleak. Physician feels that it is more into relation of disease progression versus device related. The devices - right or left, appear to have shortened. This most likely is the result of restructuring. Physician's planned treatment is to use coiling on the left internal iliac artery and extend with a 12 mm leg of another manufacturer on the left side to the external. The right side, they are going to extend with the new other manufacturer's limb to save the hypogastric. Potentially a leak may exist on the right; however, it has not been confirmed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter,e the patient did not experience any adverse effects due to this occurrence.